Event description:
It was reported that the guidewire fractured and a portion of the guidewire was left inside of the patient. A savion flx guidewire was selected for a below the knee recanalization procedure. During the procedure, the guidewire became fractured and the it's extremity became lost inside of the patient. The extremity was not recovered and was left in the patient. No further complications were reported.